Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by the broken charged couple device unit (ccd) while the user handling the device. The event can be detected/prevented by handling the device as follows in accordance with the instructions for use in the section labeled "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera ii bronchovideoscope had no picture on monitor when it was plugged in. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The issue occurred due to a damaged charged couple device. When the light guide tube was manipulated the image returned then flickered and disappeared. It was also noted that the bending section rubber was stretched. The insertion tube, control body, light guide tube and scope connector had dents/scratches. The image was also noted to be blurry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility